Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient wanted to have the system removed because it wasn't working. Therapy stopped working two to three years prior to (B)(6) 2016. The patient and consumer were to follow-up with a healthcare professional and call surgeons listed on an emailed listing. Additional information was received from the consumer. It was reported that they had an appointment scheduled for (B)(6) of 2016 to have the device checked, and then hopefully taken out as that was what they wanted. It was clarified that the stimulator didn't just stop helping the patient's pain; the device itself quit working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.